Manufacturer narrative:
Insulin pump was received with a33 alarm during basic occlusion test and unable to prime at 4.0 lbs during prime test due to protruded/loose drive support disk. Minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump has been getting an alarm. Blood glucose is 343 mg/dl. Customer stated he may have dropped it. Customer also stated the drive support cap is sticking out. Advised customer to discontinue with the pump. The device needs to be replaced. No further information was reported.